Manufacturer narrative:
Simultaneous kissing stents to treat unprotected left main stem coronary artery bifurcation disease; stent expansion, vessel injury, hemodynamics, tissue healing, restenosis, and repeat revascularization doi: 10.1002/ccd.27640. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported in a journal article that resolute integrity rx drug eluting stents and endeavor rx stents were used along with stents from other manufacturers as part of a study investigating simultaneous kissing stents to treat unprotected lmca bifurcation disease. (Death) mortality rate of patients was reported as 3.3% at year 1 and 5.2% at year 2. 64 % of these having originally been urgent or emergency cases.

Manufacturer narrative:
It was reported that there were no medtronic device failures involved in any of the cases. If information is provided in the future, a supplemental report will be issued.